Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient had a sensor failure 5 days after it was inserted into the abdomen. On (B)(6) 2023, the patient received a ¿brief sensor error¿ alert and then after 2 hours, the sensor failed. The patient was not using a blood glucose (bg) meter as back-up. During the time the patient had no continuous glucose monitor (cgm) readings, the patient was experiencing lethargy, heavy breathing, and a mild headache. The patient¿s mother took the patient to the hospital. At the hospital, the patient¿s ketone level was high, but the patient¿s mother could not recall any specific cgm/bg values for the event. The patient was treated with an IV insulin drip. The patient was discharged home after 3 days. The patient was in stable condition at the time of the report. Data investigation could not confirm a sensor failure after warm-up. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.